Event description:
Same case as MDR ID#2134265-2012-03868. Reportable based on analysis completed on 21may2012. It was reported that during a peripheral angioplasty treatment procedure, the device would not inflate. While attempting to deliver the 5.00mm/2.0cm/135cm peripheral cutting balloon, they encountered a very sharp turn and were unable to inflate the balloon. It was noted that blood was coming back into the catheter. They used another of the same device and experienced the same issue. The procedure was completed with a different device. No patient complications were reported and the patient's status is unknown. Returned device analysis revealed a balloon tear.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: a visual examination identified a 3mm longitudinal balloon tear from the distal end of a blade. Balloon material was raised and torn distally. A microscopic examination observed no damage to the blades. All blades were present and fully bonded to the balloon surface. The tip of the device was microscopically examined and no issues were noted with its profile. No kinks or damage were noticed along the shaft of the device. From the information available, this device was used per the directions for use / product label. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).